Event description:
A malfunction alarm occurred with malfunction code malf 16, and it was not resettable. The customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support arranged for a replacement pump, confirming the device was under warranty, and instructed the customer to switch to multiple daily injections as a backup therapy. The customer was advised on how to put the current pump in storage mode and return it to the provider using a pre-paid label within ten days.